Event description:
It was reported that the user¿s charging pad did not power the pump, as indicated by no green light on the pad and the pump battery below 5 percent; after unplugging and reconnecting the cable to the pad, the green light returned and charging resumed, and a replacement charging pad was shipped. Investigation included telephone troubleshooting. Investigation of this case revealed an intermittent charging pad function that resolved with reseating the connection, consistent with a charging accessory malfunction. No clinical symptoms associated with a low pump battery. Outcomes included temporary interruption of charging with restoration of function after troubleshooting and arrangement for replacement supplies without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charging pad.